Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed an unexpected restart. The customer was not able to clear the alarm because the insulin pump's buttons were not working. The customer's blood glucose level was 5.6 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with button error alarm and had unresponsive all buttons due to corroded keypad traces. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarm due to unresponsive button. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.